Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. Information was provided that the clinical reason for explant was quality of vision was impaired and not improved with glasses or contacts. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that after implantation of intraocular lens (iol), the patient had blurry distance vision and needed glasses for reading. The lens was explanted in a secondary procedure and replaced with another lens. The clinical reason for explant was impaired quality of vision which was not improved with glasses or contacts. Additional information received stated that patient's left eye was affected and the patient's symptoms had been resolved.